Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 1b endoleak with sac growth on the right side was identified. The exact date of event was not provided. An intervention was completed. The physician elected to implant an infrarenal stent graft extension and a limb stent graft extension to resolve this event. The intervention was successful and the patient is fully recovered.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical confirmed the presence of a type 1b endoleak of the right common iliac artery. The reported aneurysm growth could not be confirmed due to lack of comparative medical images. The root cause for the type ib endoleak could not be identified based on the medical records/images shared with endologix for review however remolding of the right common iliac artery may be causative and/or contributory. The reported aneurysm growth is most likely related to the endoleak. The decision to re-intervene is related to the reported events. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.